Manufacturer narrative:
The spectra device was visually inspected and functionally tested. Both cylinders performed within specifications.

Event description:
It was reported that after just a few days being implanted with a spectra device the patient experienced pain from infection and erosion. The device was explanted and not replaced. No further patient complications were reported in relation to this event.